Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade, unknown. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture discovered during explant surgery, and capsular contracture, baker grade unknown, via product field note (pfn). The device has been explanted.

Event description:
Healthcare capsular contracture, baker grade iii.